Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead coil impedance was out of range after it was connected to the device. After several measurements the rv coil impedance was consistently higher than the superior vena cava (svc) coil impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.